Event description:
Implants were implanted on 4/29/82. Implants became hard and did not feel or appear normal. Implants moved under arm and up to collar bone, bronchitis, pneumonia, copd, asthma, fatigue, shortness of breath, upper respiratory infections and nervousness. (Same rptr referred to in 1000203.)